Manufacturer narrative:
D1. Brand name, d2a. Common device name, and d2b. Procode: correction. H6. Codes: updated. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that their cadd legacy pump was constantly giving high pressure alarms. The patient was using backup pump with no problems. The patient was also requesting 48 cassettes as they always have problems with them and need to waste them to restart. The pump serial number and expiration were unknown. No further information, details or dates available. The pump return tracking information is not available. Photographs were not provided. The position of the pump when alarm occurred was unknown. Set flow rate and volume delivered were unknown. Product lot and expiration were unknown. Reason(s), date of admittance or discharge or current length of hospitalization were unknown. Unknown if md is aware. The dose or amount: veletri sdv - 58ng per kg per min. The reported product fault occur while in use with the patient. The product issue did not cause or contribute to patient or clinical injury. The actual device is available for investigation. The device was replaced. The patient had a backup device they were able to switch to. The patient was able to successfully continue their infusion. The infusion was considered life-sustaining. The outcome of the event is resolved.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.